Manufacturer narrative:
This report is submitted on 19 march 2020.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator, subsequently the patient underwent revision surgery on (B)(6) 2020 to reposition the receiver-stimulator.